Event description:
The manufacturer received information alleging a trilogy evo failed setup twice, indicating a failure to calibrate. There was no patient involvement, and no harm or injury reported. The device's oxygen blending module requires replacement to address the issue. The ventilator has not yet been repaired. The repair parts have not yet been ordered. A follow-up report will be submitted for any additional information received.